Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The device that was codes as unavailable for repair was found once the serial number was provided and it was determined the device experienced brake/steer pedal inoperable; must use alternate pedal, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 5 to 4.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.